Manufacturer narrative:
Block e1 (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varicose ligation (evl) procedure performed on (B)(6) 2024. During the procedure, the bands were twisted together. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.